Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product code: hwc. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient was implanted with one (1) posterolateral distal humerus plate, one (1) medium extended medial distal humerus plate and one (1) extra long extended medial distal humerus plate. Post operative, on (B)(6) 2018, patient underwent revision surgery due to a broken extra long extended medial distal humerus plate. Patient was revised to a longer plate of same type. All plates were explanted during surgery. There was no surgical delay. The procedure was completed successfully with patient outcome as satisfactory. Concomitant devices: right, medium va lcp posterolateral distal humerus plate (part: 02.117.602, lot: unknown, quantity 1). Right, long va lcp posterolateral distal humerus plate (part: 02.117.207, lot: unknown, quantity: 1). This report is for one (1) extra long extended medial distal humerus plate. This is report 1 of 1 for (B)(4).